Event description:
During a cardiac cath with coronary intervention - while closing the femoral artery, sheath came apart at its hub. Dr. [Redacted] was luckily able to re wire the sheath and get a closure device in. Minimal blood loss. What type of procedure was being performed? Cardiac cath with coronary intervention. Was the access site scarred? Yes, very much so. Pt had multiple caths. Was the patient¿s anatomy stenosed, tortuous, or calcified (if yes, please describe)? Not very tortuous, a little calcified, a lot scarred. Was a contralateral or ipsilateral approach used? Ipsilateral. If contralateral, was the bifurcation angle steep/acute and/or calcified (if yes, please describe)? What wire guide was used during the procedure (manufacturer, name, size)? Guidewire 035/6/180 amplatz super stiff. What devices were used through the sheath during the procedure (manufacturer, name, and size if applicable)? Catheter guide vista brite tip 6f 0.07 xb 3.5 eco pk, and diagnostic im, jr4 and jl 3.5 catheter. Was resistance felt during insertion or removal of the device (if yes, please describe)? Catheters were manipulated thru the long sheath without difficulty. But getting the raabe in was difficult. Was resistance felt during insertion or removal of any device through the sheath (if yes, please describe)? No. Was the dilator reinserted prior to removal of the sheath? No. Was the sheath hub used to pull the device from the patient? No, dr held pressure at the groin in preparation for the removal of long sheath while the tech removed the sheath. My hold was initially on the hub of the sheath where is separated from, until it was far enough back that I could pull from the sheath portion, as I knew it would be difficult to remove. Once the sheath was far enough back that I could get two hands on it, I put one lowered and was maintaining a steady pull when the hemostasis valve popped off. It pulled the wire out with it, probably when I tossed the broken piece back when startled. The wire was able to be reinserted thru the body of the sheath. Was a wire guide or any other device in the lumen of the sheath when separation occurred? The amplatz wire was in the sheath when the separation occurred, but I think I pulled it out when the top separated. How was the sheath removed from the patient (surgical cutdown, endovascularly, etc.)? Manual removal with perclose insertion as per normal process. Did the patient require any additional interventions/procedures or experience any adverse effects due to this event? Because the tip of the sheath was still in the vessel, there was a little blood loss, but it also meant we were able to rewire it and successfully place the closure device. Dr. [Redacted] had a great handle on the groin, so no hematoma formed. We did have the patient stay overnight to monitor just in case.